Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. Units left at device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the repeated high pressure test. The customer¿s blood glucose was 260 mg/dl at the time of the incident. Customer¿s current blood glucose level is 179 mg/dl. Customer also reported other blood glucose was 261 mg/dl. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.